Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect or treat) has been confirmed.  Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector had fragments of the belt connector glued to the receptacle causing a fault. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.